Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, bench handling, environmental testing and pacer stress testing using test accessories without duplicating the report. The device was recertified and returned to the customer. Review of the device log observed evidence of poor coupling as the cause of the device not able to pace during the patient event of (B)(6) 2023. The log recorded multiple pads lead fault when entering pacing. There are multiple pads off messages, cable fault, and ECG multi-lead fault messages throughout the pacing event. All of these messages indicate a potential connection issue between device and patient and are not necessarily an indication of a device malfunction. Ten minutes into the case the faults were resolves and the device appears to be operating as expected. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.